Event description:
It was reported to medtronic minimed that the customer had reported random no delivery of insulin. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-332a, and mmt-242a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1880l, mmt-332a, and mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any delivery-related alarms that may have occurred in the past or around the complaint date; no relevant no delivery or occlusion alarms were found in the download history files. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Unit tested successfully. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, the customer¿s allegation of a no delivery/occlusion alarm was not confirmed, as no relevant alarms were found in the download history files and the unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.